Manufacturer narrative:
This report is submitted on june 12, 2018.

Event description:
Per the clinic, the patient experienced persistent otitis and subsequently underwent a procedure for middle ear cleaning and to have the adhesion removed. During the procedure, the surgeon decided to explant the device (date not reported). The patient was reimplanted with another cochlear device during the same surgery.